Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the dragonfly catheter looked like it had a breakage inside. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported the dragonfly catheter looked like it had a breakage inside. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported connection problem was unable to be confirmed due to the condition of the returned unit, as dried contrast prevented functional testing to verify the reported issue. However, an optical fiber test was performed, which revealed an optical fiber fracture in the lens area. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the noted optical fiber break occurred during advancement; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.